Event description:
The user facility reported that during an endobronchial ultrasound, they experienced difficulty passing a fine needle aspiration needle into the biopsy channel, near the distal end of the bronchoscope. The clinical resource nurse at the facility, further reported that the needle caused damage on the biopsy channel of the bronchoscope, resulting in the withdrawal of the bronchoscope. The procedure was reportedly completed using a total of three different needles and a different, but similar bronchoscope. There was no pt injury reported.

Manufacturer narrative:
The device was returned to olympus for eval. The eval confirmed a restriction at the distal end's connection point (c-body pipe) with the biopsy channel. The forceps would not pass the biopsy channel when the device was angulated in an upward and downward position. The internal channel of the device was examined using a borescope and the technician found shear marks on the biopsy channel at the distal end. A misalignment was noted between the distal end's connection pipe and the biopsy channel. There were minor scratches noted on the distal end of the scope, bending section cover glue, insertion tube and light guide tube; these phenomena were attributed to physical damage. The cause of the user's experience cannot conclusively be determined at this time. The device was forwarded to the original equipment manufacturer for further investigation. If additional significant info becomes available, this report will be supplemented. This report is being submitted as an MDR in an abundance of caution.